Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 59 previously reported events are included in this follow-up record. Product return status 59 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 59 malfunction events in which the device reportedly overheated. - 53 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 59 events were reported for this quarter. Product return status 49 devices were evaluated based on historical data analysis. 10 device investigation types have not yet been determined. Additional information 59 devices were not labeled for single-use. 59 devices were not reprocessed or reused.

Event description:
This report summarizes 59 malfunction events in which the device reportedly overheated. 53 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 2 events had insufficient information received.